Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The reported difficult to position and the reported stretched coils were able to be confirmed. The proximal coils were also noted to be separated from the proximal adhesive joint. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the balloon catheter was advanced over the guide wire resistance with the narrow, heavily calcified and 90% stenosed anatomy and/or interaction with the guide wire resulted in the reported difficult to position. Manipulation of the devices resulted in the reported/noted multiple guide wire coil damages (stretched, detached, offset). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported the procedure was performed to treat a narrow lesion with heavy calcification and 90% stenosis in the mid right coronary artery (rca). A balloon catheter met resistance with the versaturn guide wire during advancement to the target lesion. After multiple attempts, the devices were removed from the patients anatomy. The guide wire was noted to have stretched coils tightly wrapped around the core. A new guide wire was used to complete the procedure. There was no adverse patient effect and no clinically significant in the procedure. No additional information was provided. Return device analysis revealed that the proximal coils were detached from the proximal adhesive joint and stretched. The coils were still attached to the core and not in two pieces.